Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 15oct2019. An investigation was conducted on 15jan2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was evaluated for its mechanical function. The knob was evaluated for its ability to tighten the interlinking arm. The arm tightened and remained secure when the tightening knob was turned clockwise. Based the returned condition of the device and results of the investigation the reported complaint "mechanical issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv stabilizer would not tighten. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. MDR originally submitted on october 9, 2019. Resubmitted per cdrh request from: esg help desk <esghelpdesk@FDA.hhs.gov> on 10/10/19, at 4:47 pm, (B)(6) wrote: "hello, we were notified that cdrh processing system had intermittent issues processing submissions ("adverse_events" and "electronic_submissions" ) from 1pm est on october 9, 2019 to 2pm est on october 10, 2019.  Cdrh has requested users to resend submissions if you have not received ack3 or ack4 for your submissions sent during this time.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv stabilizer would not tighten. A replacement device was used to complete the procedure. The hospital did not report any patient effects.